Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), a patient experienced an intraoral infection. During clinical procedure, the implant driver got stuck inside their dental implant. The implant was removed.